Manufacturer narrative:
Product evaluation: analysis results are not available; the device was not returned for evaluation.

Event description:
It was reported that "the tube was inspected and no fault was observed. It was then inserted into the patient, but the intubation failed, so the tube was removed. On removal they observed that the green basket at the end of the tube was not fully attached anymore. No parts were left in the patient."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.